Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the lead has been stretched causing the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. There is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
Unable to get the helix to extend after several positioning attempts. The lead was not used. There were no patient complications reported as a result of this event.